Event description:
During an in clinic follow-up, a diagnostic anomaly resulting in delayed diagnostic data and a slow interrogation were observed on the device. Abbott technical support was contacted and no intervention has bee performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported events of slow interrogation and postponed measurements were confirmed. Based on the review of the provided information, the delayed measurements of battery voltage resulted in the slow interrogation. The cause of the daily check postponement was not determined.